Event description:
It was reported that during the implant procedure, the lead could not be inserted into the header of the pulse generator. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation adjacent to the small sealing rings was out of specification.